Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final. Investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 2024 (B)(6), sampling from: all channels, cfu: 1 cfu/endoscope(1 cfu/100ml), bacterial identification: bacillaceae. The device was evaluated and no abnormalities were found that could have led to positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 26 colony forming units (cfu) including 2 cfu of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. Further information was provided by the customer. There was no patient contaminated. Reprocessing was done using detergent anio. According to the customer the canals were flushed with air/water and rinsed. The suction channel the piston was brushed and swabbed. The device was dried in a drying cabinet and stored horizontal. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.